Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported ski irritation in the form of rash and blisters/welts. The patient sought medical treatment from their doctor and was prescribed a topical steroid. The patient reported following proper skin preparation instructions.